Event description:
Boston scientific crm received information that this pacing system was explanted due to erosion. A new system was implanted on the patient's opposite side.

Manufacturer narrative:
No adverse events have been reported. This issue will be re-evaluated if additional information is received.